Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; it was confirmed during follow up and service evaluation that the blade used and which broke was a non-stryker blade. The device was evaluated by a service technician and it was found that the device had a non-stryker blade broken in the sag head assembly.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.